Event description:
Caller reported an issue with loading a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge with a new one, successfully resuming insulin use without further assistance.